Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low and high blood glucose levels ranging from 48 mg/dl to 445 mg/dl. The customer was treated for the low blood glucose with food. The customer was not hospitalized. It is unknown what caused the fluctuating blood glucose levels. The customer did not return the product back for analysis.